Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while implanting a second screw into the radial head, the screw stripped during insertion and had to be removed. A new device was utilized to complete the procedure. There was a thirty (30) minute delay to the procedure. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical product - k-wire cocr 0.9 x 95mm, cat#: 231209095 lot#: ni, max vpc cann drill 1.8mm, cat#: 231201025 lot#: ni, k-wire cocr 1.1 x 105mm, cat#: 231211105 lot#: ni, max vpc cann drill 2.4mm, cat#: 231201030 lot#: ni, vpc screw 3.4x16mm, cat#: 233230016 lot#: ni. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and visually examined, confirming the reported event. There is damage observed to the first 6 threads of the screw and the head is badly damaged. Review of device history records was not possible as the necessary product/lot code combination was not provided. Root cause could not be determined; however, it is noted that the patient was young and had hard bone which may have contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.